Manufacturer narrative:
A review of the batch manufacturing records was conducted and the batch met all finished goods release criteria. The actual device involved in this event was not returned for evaluation. One photo of the front view of the packaging was received for analysis. In the visual inspection of photo the print with all correct information including needle type was found to be well-readable.

Manufacturer narrative:
(B)(4). Additional information was requested and the following was obtained: was the label incorrect? -shape and the size of the needle were not easily readable. Was the labeling hard to read? -according the instrumentalist the shape and the size of the needle were not easily readable from the packaging. Was the packaging not properly sealed?- packaging was ok. Was the packaging torn?- no. Is the foil packet deformed or is the outer packaging deformed?- no. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported that the description of suture product and the needle image on the outer packaging were deformed, and the shape and the size of the needle were not easily readable from the packaging. There were no patient consequences reported.